Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. In a product experience report received on 06/08/2018 an alert for out of range shock impedance was noted on this lead at a routine follow-up measuring greater than 125 ohms. Daily trend measurements for shock impedance was stable last year with a mean of 115 ohms. There were some outlier values that were not over 150 ohms. The physician opt to perform a follow-up in three months to evaluate the trend. The physician was dr. (B)(6) at (B)(6) in (B)(6) italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).